Event description:
The contact stated that she found the customer on the floor and tested his blood glucose at 110 mg/dl. Paramedics were called. They retested his glucose within 5 minutes and received a reading of 33 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer was treated with glucose an then admitted to the hosp. The test strips are to be returned for evaluation, and replacement strips will be sent.